Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a false indicator related to a software update. Full telemetry was later re-enabled with a software update and ts indicated that the patient would need a new monitor this pacemaker remains in service. No adverse patient effects were reported.